Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that the control solution for their onetouch ultra2 meter was reading inaccurately high. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 7pm on (B)(6). The patient reported obtaining a control solution reading of "213mg/dl" on the subject meter. This fell out with the accepted range of "120-160mg/dl" as printed on the test strip vial. The patient manages their diabetes with an insulin pump. The patient reported increasing their usual dose of humalog. The patient reported developing symptoms of "dizziness and blurry vision" 45 minutes later. The patient denied receiving any medical treatment for these symptoms. At the time of troubleshooting it was noted that the patient's control solution had expired. Replacement products were still sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hyperglycemia. Although it is unclear how an inaccurate control solution test contributed to the reported symptoms, there may have been a delay in treatment.

Manufacturer narrative:
The retain test strips failed the performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #2.the retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. In addition, a device history record review was also performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.